Event description:
Medtronic received information regarding a navigation system being used during an electrode placement procedure. It was reported that while in a dbs (deep brain stimulation) case, site downloaded patient data from picture archiving and communication system (pacs) via wifi. A medtronic representative (rep) reported for the duration of the case, the same exam was continuously being downloaded. The rep connected system to pacs via a wired connection, contacted technical services (ts) with the system ip address, and requested that pacs job queue for the system be cleared. There was no surgical delay reported. There was no impact on the patient's outcome. Additional information was received. There was no surgical delay.

Manufacturer narrative:
Concomitant medical products: product ID: 9 735737, serial/lot #: (B)(6) ubd: , UDI#: ; product ID: 9735737, serial/lot #: (B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that no faults or failures were found. The navigation system then passed the system checkout and was found to be fully functional. Software analysis was completed and logs noted another issue related to core files available in the first session. A software issue was confirmed, however it was not confirmed to be related to the downloading issue. B01, c19 and d14 apply to the system checkout. B01, c10 and d02 apply to the software issue found, and b01, c19 and d14 apply to the software analysis related to the downloading issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.